Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the detachment of the adc device. As a result, the customer received insulin/glucagon or other medication by a non-healthcare for treatment. No further information was provided. Customer service attempted to contact the customer several times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.